Event description:
Ostial pro cylinder became detached after deployment from a medtronic 6fr rdc guide followed by a cook 6 x 16 mm formula stent. The ostial pro cylinder was snared and then removed via the sheath. Case was successfully completed, pt is fine and no other complications were reported. The device has been returned for further testing and evaluation.

Manufacturer narrative:
A device has not been physically evaluated at this time. The investigation revealed an incorrect crossing profile was used, which has been known to cause this type of failure. The actual device that failed has not been returned to the manufacturer so further investigation is not possible at this time. Labeling is in the process of being updated to add a precautionary statement which states the potential issues that may result from this type of misuse. Box c5 is not supposed to be checked, however the form will not allow it to be unchecked.